Event description:
Patient reported "enlarged lymph nodes, various physical symptoms and sensitivities, confirmed leakage or tears, silicone particles have also migrated toward the armpit, skin damage and anxiety". This record is for the right side. Device remains implanted and it's unknown if it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.